Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 330cc mentor smooth round high profile prostheses and experienced bilateral capsular contracture (grade unknown) postoperatively. The patient reported that her physician stated that scar tissue was developing bilaterally. As a result, the patient underwent removal and replacement with two 325cc mentor smooth round spectrum prostheses (catalog #: 3501450, left serial #: (B)(4), right serial #:(B)(4)) on (B)(6) 2017. The implantation and event dates were estimated as (B)(6) 2003 and (B)(6) 2013 respectively based on available information. This report is for the left-sided prosthesis.